Event description:
It was reported that the speaker of the pump was not audible, prompting concerns about the speaker/vibrate function. There was no adverse impact to the customer's blood glucose level, as readings did not exceed critical limits. Technical support guided the customer through troubleshooting steps and determined that the pump needed a replacement due to a malfunctioning sound system. The customer was instructed to place the pump in storage mode and return it using a prepaid label. A replacement pump was sent to the customer, who understood the steps necessary upon its arrival.